Manufacturer narrative:
One swan-ganz catheter was received for evaluation with no attached components. As received, the balloon had a rupture in the central area, the central latex was missing and not returned. An interlumen leakage was found in the backform between the inflation lumen and pa distal lumen. The proximal injectate lumen was patent without any leakage or occlusion. The inflation difficulty was confirmed and is related to the manufacturing process. An investigation was opened to determine the cause of the interlumen leakage and implement any necessary corrective actions. A review of the manufacturing records indicated that the product met specifications upon release. It is unclear how the balloon damage occurred since the balloon would not inflate; this may have occurred during manipulation of the product at the account after the complaint event occurred.

Event description:
It was reported that when the doctor was placing the swan-ganz in the patient and trying to inflate the balloon, she noticed the balloon had a leak and she could not inflate it. Then, the doctor replaced that swan-ganz for a new one and this worked perfectly. When the defective swan-ganz was removed from the patient, the doctor checked it and she confirmed the leak in the latex of the balloon.